Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the pump went flat when patient was trying to use. The device failure was maybe caused by the leak in tubing where the pump is connected. All components were removed and replaced with a new ipp system. No information about the patient's outcome was provided. Additional information received. The patient had a good outcome with no further complications.